Event description:
Three days after receiving two cypher stents, the patient was taken to the hospital in an emergency for chest pain and was subsequently treated for an in-stent thrombosis. Prior to the thrombotic event, the target lesions in which the stent were implanted were proximal and mid left anterior descending coronary arteries. The vessel was a de-novo, eccentric and ostial lesion with type c classification. The lesion length was 42.6mm and vessel diameter was 2.7mm. Pre-dilatation was conducted with a balloon (2.25/20mm) at 16atm for 30seconds. For the left descending branch, 1st cypher (2.5/28mm) was implanted at 20atm for 60 seconds. For the proximal left descending branch, 2nd cypher (3.0/28mm) was implanted at 20atm for 60seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Three days later, the patient complained of chest pain and was taken to the hospital in an emergency. Coronary angiogram was conducted and a thrombus was observed in the implanted cypher at the proximal left descending branch. The thrombus was treated by balloon angioplasty. According to the physician, the thrombotic resulted because the patient had many risk factors, which were not being treated, (heavy smoker, high cholesterol, diabetes mellitus). Additionally, pre-administration of anti-platelet medication was not enough and the stent at the left anterior descending branch was under-dilated.

Manufacturer narrative:
Please note that this drug-eluting stent is not sold or distributed in the united states, however, it is similar to a drug-eluting stent sold in the united states.